Event description:
The purpose of this submission is to report the results of the device investigation/evaluation: the device was received by richard wolf medical instrument and evaluated using visual and functional means. The reported condition, unable to see clearly through scope, was not confirmed. According to the technician, "reported problem not justified, scope pass all tests". Probable root cause: no device problem found.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information. Missing information: we've attempted contacting the user facility was contacted twice in an effort to collect patient information and user information. As of 01/11/2022, rwmic has not received a response. New information: the following fields have new information: b3, b5, g6, h2, h6, h10. Changed information: the following fields have changed information: d2,d9, h3, h8. Device labeling was reviewed for patient code and device codes, see below: - patient code: not applicable, no patient problem was reported. - device code: not applicable, no device issue found. Rwmic considers this MDR closed. Should richard wolf receive new information, a follow-up report will be sent to FDA as required.

Event description:
On 12/14/2021, the user facility reported the following complaint description: unable to see clearly through the scope. This was the first time it was used since it arrived in october due to other parts of the tray being unavailable. Was the device being used on a patient when the reported issue occurred? Yes was there any injury or illness to patient due to the reported issue? No was there any injury or illness to any other personnel due to the reported issue? No did the issue cause a delay in the procedure being performed? Yes did the delay put the patient at risk? No was there a similar bac-up device available for use? No was the scheduled procedure completed? Yes additional questions to user facility/represenative on 12/16/2021: how long was the delay? The procedure took approximately an extra 45 minutes due to extremely poor visibility. What actions were being done during the delay? When we could identify clearly tissue it was morcellated. We also waited for their other scope to be reprocessed and brought into the room. Did the patient require any additional treatment during the delay or will require another procedure as the result of the delay? No additional treatment nor any additional procedures are indicated at this time. What was the patient's outcome? Once the 2nd scope was ready to use, he was able to morcellate the remaining tissue and confirm that no further intervention is indicated. Richard wolf provided an RMA number for device return. An investigation is pending device return.

Manufacturer narrative:
Rwmic considers this MDR open, rwmic will submit a follow up report after the device is evaluated and/or if new information becomes available.